Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review could not be completed due to the unknown product catalog number and lot number. A review of the device history record (DHR) was not completed due to the unknown product catalog number and lot number. Conclusion: the actual samples were not received for evaluation. The DHR could not be completed due to the unknown product catalog number and lot number. The investigator assessed the event was possibly related to the study devices, procedure, and av access circuit. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat three target lesions located in the radial-cephalic fistula in the right forearm. Approximately 4 months after the index procedure, the patient¿s vessels containing the target lesions were reportedly reoccluded. A fistulogram and fistuloplasty were performed and the hcp deemed it was successful. The investigator assessed that the event was possibly related to the study devices, procedure, and av access circuit. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2018-00029 and 3006513822-2018-00031.

Manufacturer narrative:
Corrected data: product classification code has been changed from "prc" to "onu." The PMA/510(k)# has been changed from "p170003" to "p130024." The samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review could not be completed due to the unknown product catalog number and lot number. A review of the device history record (DHR) was not completed due to the unknown product catalog number and lot number. Conclusion: the actual samples were not received for evaluation. The DHR could not be completed due to the unknown product catalog number and lot number. The investigator assessed the event was possibly related to the study devices, procedure, and av access circuit. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat three target lesions located in the radial-cephalic fistula in the right forearm. Approximately 4 months after the index procedure, the patient¿s vessels containing the target lesions were reportedly reoccluded. A fistulogram and fistuloplasty were performed and the hcp deemed it was successful. The investigator assessed that the event was possibly related to the study devices, procedure, and av access circuit. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2018-00029 and 3006513822-2018-00031.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat three target lesions located in the radial-cephalic fistula in the right forearm. Approximately 4 months after the index procedure, the patient¿s vessels containing the target lesions were reportedly reoccluded. A fistulogram and fistuloplasty were performed and the hcp deemed it was successful. The investigator assessed that the event was possibly related to the study devices, possibly related to the procedure, and definitely related to the av access circuit. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2018-00029 and 3006513822-2018-00031.

Manufacturer narrative:
Corrected data: the event description has the following sentence changed from "the investigator assessed the event was possibly related to the study devices, procedure, and av access circuit" to "the investigator assessed the event was possibly related to the study devices, possibly related to the procedure, and definitely related to the av access circuit." Conclusion the conclusion had the following sentence changed from "the investigator assessed the event was possibly related to the study devices, procedure, and av access circuit" to "the investigator assessed the event was possibly related to the study devices, possibly related to the procedure, and definitely related to the av access circuit." The samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review could not be completed due to the unknown product catalog number or lot number. A review of the device history record (DHR) was not completed due to the unknown product catalog number or lot number. Conclusion: the actual samples were not received for evaluation. The DHR could not be completed due to the unknown product catalog number or lot number. The investigator assessed the event was possibly related to the study devices, possibly related to the procedure, and definitely related to the av access circuit. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.